Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump with updated software to the customer. The caller understood the instructions to put the faulty pump into storage mode, return it using the pre-paid label, and use multiple daily injections as backup therapy until the new pump arrives.